Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis. Failure analysis investigation confirmed the teflon pad on the clamp arm lifted off its slot. Melted marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. The information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date if this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was removed intraoperatively for cleaning, and it was found that the teflon pad gasket had fallen off. The customer confirmed that the instrument did not collide with hard objects. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc (isi) followed up with the clinical sales representative (csr) and obtained the following additional information regarding the reported event: the instrument was inspected and it was noted that during the first intraoperative cleaning, the instrument was still intact, and during the second intraoperative cleaning, it was found that the teflon gasket of the instrument had fallen off, and the instrument was replaced to continue the operation. The instrument did not collide with other instruments during the procedure. It was not reported that a fragment fell into the patient's anatomy.